Event description:
Additional information received indicated the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the charger. The patient was sent a replacement charger which was also unable to communicate with the ipg. Surgical intervention may take place at a later date.

Manufacturer narrative:
Corrected data: initial reporter.